Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose levels. Customer advised their blood glucose ranged from 400 mg/dl to 500 mg/dl. Customer treated their high blood glucose via manual shot that his health care provider gave him. Customer advised their alarm history showed low reservoir and low battery alarms. The device was not returned.